Event description:
It was reported that during a normal follow-up, post-paced t-wave oversensing was observed. No reprogramming changes were made. Patient condition was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.